Manufacturer narrative:
The report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. However, it¿s likely the cause is related to improper handling in the form of external force. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the telescope, to olympus repair center for evaluation of a reported burnt distal end that was found during reprocessing. No patient injury or harm has been reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not able to be confirmed. The device was received without the protector tube. The device evaluation found the following issues (non-reportable) during inspection: bent outer tube, dents on the distal end, dents, scratched, fiber breakage, and a broken lens.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.